Event description:
The customer reported a failure to alarm. No pt harm was reported.

Manufacturer narrative:
(B)(4): the customer reported, the device failed to alarm. No pt harm was reported. Philips is in the process of obtaining additional info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.